Event description:
It was reported that this left bundle branch (lbb) exhibited high capture thresholds. Technical services (ts) provided a potential cause and a chest x-ray. Ts suggested a potential following action. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lbb lead was explanted and replaced due to high capture thresholds. During the lead explant, it was confirmed that the lead was dislodged via x-ray. The lead remains in hospital possession. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the clinical observations were a result of intentional off-label use. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left bundle branch (lbb) exhibited high capture thresholds. Technical services (ts) provided a potential cause and a chest x-ray. Ts suggested a potential following action. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lbb lead was explanted and replaced due to high capture thresholds. During the lead explant, it was confirmed that the lead was dislodged via x-ray. The lead remains in hospital possession. No additional adverse patient effects were reported.